Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information received noting it was in the left eye. The endophthalmitis resolved after the vitrectomy and antibiotic instillation intravitreally, however the inflammation persists. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of inflammation/irritation and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient with an implanted xen®45 gts presented initially with acute inflammation and was not responsive to treatment. It was later noted as acute endophthalmitis. Treatment was noted as pars plan vitrectomy with antibiotic injection. The event has not yet resolved.